Event description:
It was reported that the device exhibited intermittent far p-wave oversensing. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.